Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously low prostate specific antigen (psa) result that was generated by the unicel dxi 800 access immunoassay system. A patient sample was tested for psa and a result of 0.001ng/ml was obtained. The result was reported out of the lab and questioned by a physician. Customer re-tested the original sample and repeated psa result was "7.29ng/ml or 7.39ng/ml". The customer did not receive any report of patient injury requiring medical intervention attributed or connected to this event.

Manufacturer narrative:
Qc was within specifications. A field service engineer (fse) noted that the actual/expected (a/e) ratio of the reagent pipettor #2 (that aspirated this sample) showed lower value comparing with other samples when serum was aspirated from the sample vessel. The a/e ratio is located in dxi trace files which are currently being investigated by bci. No additional information regarding this event is available. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.